Event description:
It was reported that a substance that looked like blood was inside of the drill and could not be cleaned out. There were no adverse consequences or pt involvement related to this event.

Manufacturer narrative:
The device was returned to the MFR and substance samples were taken from the cannula and motor assembly. This report will be updated when the investigation is completed.